Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 148, 251 and 179 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 263 mg/dl using truetrack meter and 228 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is 12/27/2016. The meter memory was reviewed for previous test result history: the 148mg/dl (B)(6) 2017 06:21 am fasting:yes, the 251mg/dl (B)(6) 2017 09:24 pm fasting:yes, the 179mg/dl (B)(6) 2017 05:04 pm fasting:yes, the 212mg/dl (B)(6) 2017 07:42 am fasting:yes, the 284mg/dl (B)(6) 2017 12:00 pm fasting:yes.

Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 148, 251 and 179 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 263 mg/dl using truetrack meter and 228 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is 12/27/2016. The meter memory was reviewed for previous test result history: the 148mg/dl (B)(6) 2017 06:21 am fasting:yes, the 251mg/dl (B)(6) 2017 09:24 pm fasting:yes, the 179mg/dl (B)(6) 2017 05:04 pm fasting:yes, the 212mg/dl (B)(6) 2017 07:42 am fasting:yes, the 284mg/dl (B)(6) 2017 12:00 pm fasting:yes.